Event description:
It is reported the holding tines broke during insertion in a transforaminal lumbar interbody fusion (tlif). No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The device history records were reviewed, there were no dimensional, functional, or material anomalies reported at inspection. A visual inspection of the returned device confirmed that both of the protrusions on the tip of the device had broken off. A functional inspection was not deemed necessary as the failure was easily recognizable via a visual inspection. The probable underlying root cause for the damage is loss of mechanical integrity leading to instrument fracture at the distal tines.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event, a follow up report will be submitted upon completion of the device evaluation.